Event description:
It was reported that the patient's right atrial (ra) lead exhibited several episodes of atrial lead noise. The lead was explanted and replaced. The patient was stable throughout the procedure.